Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, on bubble study it was noted that the valve would not open and close smoothly. The valve was removed and a new non-abbott valve was chosen. The valve was replaced and completed the procedure successfully while patient on bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported recovering.

Manufacturer narrative:
An event of one valve leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.